Event description:
It was reported by service report that the brakes pop out of position. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Drive link assembly, brake cam.